Event description:
It was reported that an asymptomatic patient presented to the clinic for follow up, the pulse generator exhibited backup vvi mode. After a device software download, normal device function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.